Event description:
It was reported that during insertion of the omnilink elite stent into a non-abbott 6f introducer, friction was observed and the stent could not be advanced. When the catheter was pulled out of the introducer, the stent had moved on the balloon and had nearly dislodged. Another similar device was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent mis-location was confirmed; however, the stent delivery system was unable to be advanced through the introducer sheath due to the condition of the returned device. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.